Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1200 mg/dl. Cause of bg was not known. Reportedly the customer lost consciousness and their sibling called the paramedics. Paramedics transported the customer to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin and "antibiotics and other unspecified heart medication". Customer was discharged 4 days later, 1/6/2026 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.